Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies had failed and was not detected on bus, continuously the entire drawer was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main half-height drawers were not detected on the bus. A field service engineer (fse) replaced the drawer boards, power management controller board, both the top and bottom bands to resolve the issue. The fse configured the half-height drawers. The system functioned as intended after the field service engineer repaired the device.